Manufacturer narrative:
The device was returned to olympus for inspection. The date of the event is unknown. A supplemental report will be submitted when provided. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunctions could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue optical flush malfunction was found. During the device analysis, white foreign material was observed in the air/water cylinder, air/water tube, jet tube, and the connecting tube. There was no patient involvement.